Event description:
It is reported that the patient presented for a normal device check. The atrial and right ventricular leads exhibited noise resulting in intermittent oversensing. The patient was asymptomatic. No intervention was reported.